Manufacturer narrative:
Device evaluate by MFR: the nc quantum apex monorail (mr) device was received with blood and contrast in the wire lumen. Inspection of the balloon revealed a pinhole in the balloon wall material on the distal edge of the proximal markerband. There was shaft damage/tear on the guidewire exit notch bond. The tear measured 2.5mm. Inspection of the balloon presented no irregularities in the balloon material or the ro markers. There is no evidence of any material or manufacturing deficiencies. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The location of the target lesion was unknown. A 15 x 2.25mm nc quantum apex monorail balloon was used for post-dilation, and ruptured at 20 atms. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The location of the target lesion was unknown. A 15 x 2.25mm nc quantum apex monorail balloon was used for post-dilation, and ruptured at 20 atms. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.